Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient was brought to an in office check and no noise was observed. The rv lead was reprogrammed to unipolar mode and the impedance measurements were in range. A revision procedure was performed, and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient was brought to an in office check and no noise was observed. The rv lead was reprogrammed to unipolar mode and the impedance measurements were in range. A revision procedure was performed, and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed with the helix mechanism in a retracted position. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.